Event description:
As reported, during set up for an inguinal hernia case, the 3dmax mesh was removed from the outer packaging and an ¿off green coloring was noted inside the sterile pouch." Another 3dmax mesh was used for the procedure. There was no patient involvement.

Manufacturer narrative:
As reported, foreign material was found inside 3dmax sterile packaging. Photo provided finds "foreign material" blue in color on the bottom right corner inside the sterile pouch before the seal line. The sample has been returned for evaluation and root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, foreign material was found inside 3dmax sterile packaging. Photo provided finds "foreign material" blue in color on the bottom right corner inside the sterile pouch before the seal line. The sample has been returned for evaluation and root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation and to correct adverse type. Evaluation of the returned sample confirms the presence of a foreign matter ¿thread fiber / blue in color¿ inside of the product inner clamshell the film/tyvek pouch. Based on sample and manufacturing process evaluation performed, returned sample condition is determined to be a manufacturing-generated condition. Awareness notification was provided to all appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during set up for an inguinal hernia case, the 3dmax mesh was removed from the outer packaging and an ¿off green coloring was noted inside the sterile pouch." Another 3dmax mesh was used for the procedure. There was no patient involvement.